Event description:
It was reported that during a clinic follow up, the device was unable to be interrogated using bluetooth low energy (ble) telemetry. Abbott technical support was contacted and the device is anticipated to be re-interrogated in clinic to resolve the event. No intervention has been performed at this time. The patient was in stable condition.